Manufacturer narrative:
Inspected one opened and used sensor. Perfromed instruction per use testing and sensor passed per specifications. Sensor inserted and released properly. No anomaly was observed during analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 360 mg/dl. Customer stated that her enlite serter was not working and she had been in and out of the hospital 9 times. Nothing further was reported.